Event description:
While drilling into the pelvis, the tip of the drill bit broke off into the pelvis. Confirmed with c-arm that bit was in the bone of the pelvis. Not removed ¿ clinical determination that the relative risk to the patient of removing the bit exceeded the benefit of removal.